Event description:
It was reported that boston scientific technical services (ts) received a call about noise on the pacemaker system, appearing on both the right atrial (ra) and right ventricular (rv) leads. The noise was oversensed and pacing inhibition with possibly greater than two seconds of asystole occurred. Ts noted it was difficult to see the patient's underlying rhythm with the noise. The noise seemed to be isolated to a single day, so some occurrence which produced electromagnetic interference (emi) was suspected. The device and leads remain in service. No additional adverse patient effects were reported.